Event description:
It was reported, that the pump did not deliver the medication. Per reporter, this event occurred, during use. There was patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
D9: product received on 7/11/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The customer's problem was not confirmed. The device was operating within specification. No issue found and no further action was taken.